Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 244 (mg/dl). Customer administered a bolus to treat their bg level. During troubleshooting with tandem technical support, customer witnessed insulin exit the infusion set tubing. Reportedly, the customer uses humalog insulin in pump cartridges for 3 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with their health care provider to discuss diabetes management.